Event description:
(B)(4). Anxiety, panic, muscle spasms, blurry vision, tinnitus, heart problems, chest pain, breast pain, vaginal pain, hair loss, painful intercourse, discharge, heavy bleeding, big clots, high blood pressure.